Manufacturer narrative:
The main coil, the introducer sheath and the delivery wire were returned. Visual and microscope inspection were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 01nov2024. It was reported that the coil was less curled. The target lesion was located in the vessel of the testis. A 6mm x 20cm interlock-35 was selected for use. During the procedure, it was noted that the coil was less curled and appears to be insufficient for embolization. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. However, device analysis revealed that the arm coil was detached.